Event description:
It was reported that there was presence of water (condensation) in the cuff, as well as the balloon tubing. This was found during the last cannula change. Trach installed on (B)(6) 2023 and changed on (B)(6) 2024. It was observed that the device in the picture was not the same as the device reported by the hospital. Reported item: bluselect 7.0, cuffed, non-fen, w/wedge. Observed item: cuffed d.i.c. Trach tube, size 7.0mm. There was patient involvement and no patient harm. Additional item number provided: 503070. Device has been reported as discarded.

Manufacturer narrative:
E1 phone extension: (B)(6) h3 - other: device is not available for return. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Evaluation codes: updated. No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.